Event description:
Caller reported the menu key and the check key on the pump is non- functional. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). (B)(4).